Manufacturer narrative:
Unit was received with all operating currents within specification and passed functional testing including the rewind, basic occlusion test, occlusion test, prime/compromised force sensor system test, excessive no delivery test, self-test, unexpected restart error test and displacement test. Insulin pump passed the dat test at 0.08700 inches. No excessive no delivery alarms noted. No unexpected restart error alarms were noted during testing. Unit was received with traces of corrosion at the battery tube and battery cap metal contact. Unit was received with cracked case at display window corners, display window and reservoir tube lip. Unit was received with minor scratched display window and case. Unit was received with stained end cap sticker.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call that they experienced high blood glucose level. Customer's stated sick and woke up with a 260 mg/dl and I dose for breakfast and 2 hours later I was feeling incredibly bad and meter read high which is over 600 mg/dl and I corrected for that with the pump and 1 hour later I was still reading high. Troubleshooting was performed. The customer had visited in emergency room and was hospitalized on (B)(6) 2018 at 8 pm. The blood glucose value when admitted to hospital was 678 mg/dl. The customer complained about nausea vomiting high blood sugars uncontrolled. The customer cause of hospitalization per healthcare professional's was diabetic ketoacidosis and gastroperisis. Customer wearing the pump at time of hospitalization. The customer reported that insulin pump received an unexpected restart after putting new battery. The customer stated that they put new battery and unexpected restart had recurred during normal pump use. The insulin pump will be returned for analysis.